Event description:
A physician reported in letter that he and a colleague had observed temporary hearing disorders associated with use of the lma when used with nitrous oxide in addition to other volatile/gaseous agents. The rptr stated that it is his assumption that "the lma sits against the eustachian tube in many pts and that area is very sensitive to mechanical or chemical irritation." The rptr described the disorders as consisting of temporary hearing loss or the pt "feeling like they are under water," with the exception of one case in which the pt claiming to have permanent hearing loss the inventor of the lma, was contacted for his medical opinion and dr stated in his letter dated 1/16/96 that incorrect placement of the lma could theoretically cause pressure on the eustachian tube, perhaps, causing swelling, however, he reported that he has never observed this and felt it extremely unlikely. A review was conducted by dist's safety officer of adverse events associated with commonly used anesthetic induction and maintenance agents and it was noted that propofol has been associated with tinnitus. The physician's insertion and monitoring practices were initially discussed with dist's safety officer by phone who noted several deviations from recommended practices (eg, lma size chose, cuff inflation volume, cuff pressure monitoring when used with nitrous oxide), however the hearing disorder could not be directly attributed to any of the procedural deviations. The initial inquiry was assessed as not meeting the criteria for MDR filing for several reasons: the reporting physician did not allege any association with hte lma; and the literature search and medical opinion of the inventor did not identify any prior reports of similar hearing disorders associated with the lma, or a probable mechanism for the lma to cause this event. Therefore, there was no info to reasonably suggest that the lma may have caused or contributed to the reported problem. As propofol is known to be associated with tinnitus, it is possible that the pt's reported hearing disorder was related to the use of this induction agent. The conclusion that the event was not reportable was concurred by the MFR (letter dated 1/22/96) and their us designated rep. Dist's safety officer contacted the physician to inquire if he had further info on pt status. The physician relayed that the pt had been reportedly symptom free for one day, followed by return of the "roaring." Additionally, the physician reported the pt had hearing loss in the other ear prior to surgery, and has had a history of "emotional problems." This add'l info did not alter the original assessment that the event was unlikely to be associated with the lma.